Manufacturer narrative:
(B)(4). Date sent: 10/20/2020. D4: batch # u94151. Investigation summary the analysis results found that the el5ml device was returned inside its unopened package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. A hole was noted in the tyvek from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information provided is compiled, monitored, and reviewed on a routine basis for any associated trends. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch #:unk. Date of event is 2020. Event day and event month was not reported. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to an unknown procedure, a hole was found in the packaging of the sterile device. The product was not usable. There was no patient consequence.